Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, a delay occurred due to ablation power issue. During the procedure, ablation power stayed between 2-4 w despite power being at 45 w and increasing flow rate to 30m with no change in egm with ablation. Following removal of the ablation catheter, it was discovered that the stopcock was in the off position to the patient. No warning was received on the cool point pump throughout the 25 minutes of troubleshooting. After the stopcock on the tubing was turned to the open position to the patient, the cti line was re ablated successfully. There were no consequences to the patient, however the procedure was prolonged by approximately 30 minutes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported power issue and subsequent procedure delay were due to the stopcock being in the off position when used with the patient.